Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lobectomy, when being applied in the lung tissue, the surgeon was able to press the green button but was unable to squeeze the handle, and the device did not fire. The surgeon replaced the reload, but still unable to fire. Then, replaced the handle with the previously replaced reload, and the device was able to be fired and the case was completed. There was no patient injury.